Event description:
It was reported the pt experienced persistent pain at his ipg site and some bruising was observed on one side of the ipg pocket. F/u indicated the pt met with the physician and it was noted the pt's incision sites locked great. The pt allegedly was given pain patches to alleviate the discomfort at the ipg site.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.